Event description:
This pt offered no complaints pre-treatment. One hr into his treatment he complained of chills. Pre-temp 97 degrees f. P with maximum temp of 100.8 degrees f. Pyrogen testing and blood cultures drawn. The physician was notified and the treatment was stopped. No medication was given. The pt was sent to the ER but felt better. He was dialyzed and sent home. This MDR is filed because no cause could be found for the event.